Event description:
A malfunction alarm was reported on the customer's pump, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, the customer transitioned to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The pump was within warranty and a replacement was sent by the technical support team. Instructions were provided for storage mode procedures and return of the malfunctioning pump.